Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 135 ohms. There had also been a previous incident earlier the same year with an impedance measurement of 127 ohms. Technical services (ts) was contacted, and ts discussed options. The rv lead remains in service. No adverse patient effects were reported.